Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. No motion sensor test failure alarm was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the prime test due to the motor error alarm anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motion sensor test failure and motor error alarm. Customer advised they had a no delivery alarm and their blood glucose was high as a result of having an empty syringe. Troubleshooting for motor error was performed. Customer works at an MRI office and their insulin pump was exposed to an MRI. Customer advised they received a motion sensor test failure followed by a motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.